Event description:
Caller stated that medical attention was sought on (B)(6) 2024-around 10am at home. Caller stated that he attempting to test his blood glucose with his prodigy meter but was unable to get a reading. Caller stated that he passed out after being unable to test. Caller stated that his normal range for that time of day is usually around 300mg/dl. Caller stated that paramedics were called but he is unsure how long after trying to test that was. Caller stated that there was no food medication consumed while waiting for paramedics. Caller stated that the paramedics arrived in about 20 minutes and tested his blood glucose with their meter and received a reading of 315mg/dl. The caller was transported to (B)(6) medical center located at (B)(6) (B)(4). Caller stated that when he arrived at the hospital his blood glucose was 200mg/dl. Caller stated that he was given an IV solution to assist with his blood glucose. Caller was instructed my hospital to test his blood glucose every five minutes and to follow up with his primary doctors. No additional information was provided.